Manufacturer narrative:
The manufacturer previously submitted receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor and 3 way solenoid valve were replaced to address the issues. There was evidence of contamination. In addition of the above evaluation, the device¿s system board, blower assembly, blower bellows, blower mount, blower cap, rear cover, base assembly, internal battery door, both cooling fan assembly, both fan retainer, main housing, inlet side panel, outlet side panel, dual limb cup, machine flow sensor, blower chassis plate, muffler assembly, tubing blower chassis, tubing-fio2, tubing-low flow o2, vanity cover and tubing system board need replaced due to contamination (dirt, dust, talc, etc.). The software was upgraded and the blower was calibrated, which was not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The report was incorrectly filed on with cfn number (B)(4). In this report the cfn number is corrected. Device not returned.

Manufacturer narrative:
The manufacturer previously submitted receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor and 3 way solenoid valve were replaced to address the issues. There was evidence of contamination. In addition of the above evaluation, the device¿s system board, blower assembly, blower bellows, blower mount, blower cap, rear cover, base assembly, internal battery door, both cooling fan assembly, both fan retainer, main housing, inlet side panel, outlet side panel, dual limb cup, machine flow sensor, blower chassis plate, muffler assembly, tubing blower chassis, tubing-fio2, tubing-low flow o2, vanity cover and tubing system board need replaced due to contamination (dirt, dust, talc, etc.). The software was upgraded and the blower was calibrated, which was not related to the malfunction/issue. The solenoid valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the solenoid valve functioned as designed and operated without issue or error codes.